Manufacturer narrative:
Submit date: (B)(6) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue during a closurefast procedure. The customer reports doing a gsv ablation with a closurefast catheter. After successful completion of the procedure, the pt returned for f/u ultrasound, where it was found that an approximately 10cm piece of guidewire was still in the vein. Pt had no symptoms or complaints. The pt was sent to the local hospital for removal of wire. Request for removed sample has been made by md to hospital, to determine size and MFR.